Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2017, the smart device displayed an error message for low transmitter battery. Data was provided for evaluation. Data review could not confirm the reported event of low transmitter battery. A probable cause could not be determined via data. This complaint is reportable based on the finding of permanent signal loss via log data review. The device has been received for evaluation. A follow-up report will be submitted once the evaluation is complete. No additional patient or event information is available.

Manufacturer narrative:
Com-(B)(4)

Event description:
Dexcom was made aware on (B)(4)2018, that on (B)(6)2017, the smart device displayed an error message for low transmitter battery. Data was provided for evaluation. Data review could confirm the reported event of low transmitter battery. Additionally; the transmitter has been received for evaluation. An external visual inspection was performed and the transmitter passed. A voltage test was performed and the transmitter failed as it had no voltage. The reported issue of low transmitter battery was confirmed via product testing. This complaint is reportable based on the finding of permanent signal loss via log data review. A probable cause is low transmitter battery voltage. No additional patient or event information is available.